Event description:
Reportedly, loss of ventricular pacing was observed intermittently, as if the device was operating in safer mode whereas it was programmed in ddd mode. The patient is aware of the episodes with ventricular pacing inhibition. The device was explanted on (B)(6) 2018 and should be returned for analysis.

Manufacturer narrative:
Upon reception, the returned device was found operating in standby mode. Preliminary analysis showed that electrical and mechanical characteristics of the returned device were within specifications.

Event description:
Reportedly, loss of ventricular pacing was observed intermittently, as if the device was operating in safer mode whereas it was programmed in ddd mode. The patient is aware of the episodes with ventricular pacing inhibition. The device was explanted on (B)(6) 2018 and should be returned for analysis.

Event description:
Reportedly, loss of ventricular pacing was observed intermittently, as if the device was operating in safer mode whereas it was programmed in ddd mode. The patient is aware of the episodes with ventricular pacing inhibition. The device was explanted on (B)(6) 2018 and should be returned for analysis.